Event description:
Related manufacturing report: 2017865-2025-14702. It was reported that patient presented in clinic. The patient's right atrial (ra) lead exhibited low sensing and low pacing impedance. The ra lead was explanted and replaced. During procedure, the left ventricular (lv) lead became dislodged. The lv lead was explanted and replaced. Patient was stable.